Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recommend the accurate bolus amount based on the blood glucose (bg) value and carbohydrates values entered. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the contact was unable to perform troubleshooting with tandem technical support. Although requested, the customer did not respond to follow-up attempts made.